Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the right superficial femoral artery. The lesion had heavy calcification and mild vessel tortuosity. The target lesion was crossed with a radiofocus, cruise sjm guidewire and pre-dilated with an unknown balloon catheter (bsj). When a smart control was delivered through the heavy calcified lesion, the distal end of the outer sheath was found curled up and the stent was prematurely released prior to reaching to the target lesion. The device was removed from the patient body and changed to another smart control product. The stent was able to be removed from the patient without any patient injury. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The complaint device will be returned for analysis. There were no kinks reported during the procedure and it was unknown if the device kink during preparation of the product to ship it for evaluation. It was only reported "the premature release of stent" for this complaint. There were no kinks reported.

Manufacturer narrative:
When smart control was delivered through the heavily calcified 90% lesion in the mildly tortuous right superficial femoral artery, the distal end of the outer sheath was found curled up and the stent was prematurely released prior to reaching to the target lesion. It is not known what percentage of the stent was deployed; however, it was reported that the stent was able to be removed from the patient without any patient injury. After removal of the device from the patient body it was changed to another new 6x40 smart control. The procedure was completed without any other issues. It was reported that there was no adverse event and the patient is in stable condition. It is not known if there was any resistance/friction experienced during advancement of the device. No further procedural information is available. Analysis of the returned device found a kink to the point of near separation at 3cm from the strain relief. With follow-up regarding this finding it was reported that other than the premature deployment there were no other reported issues. No kinks were reported and it could not be confirmed when this damage occurred as related to procedural use. One non sterile unit of smart control 7x40 mm was received coiled in a plastic bag. The stent was partially deployed about 4mm and the locking pin was not in place. The outer member was kinked and separated at 3.5cm from ID band. The brite tip was damaged and distal tip was uncannulated. Blood residues were found on distal tip. The stent deployment process could not be performed since the outer member was kinked and separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported damaged condition of the outer sheath was confirmed; kinks and partial separation of outer sheath was observed during visual analysis. Based on the available information, vessel/lesion characteristics may have contributed to this damage. The premature deployment was confirmed as the stent was found partially deployed. Based on the lack of information, the cause of the partial deployment could not be conclusively determined; however it does not appear to be manufacturing related; controls exist in the manufacturing process to prevent this type of failure as well as the damaged outer sheath condition from leaving the facility. In addition, locking pin was not in place on the returned device. Based on the follow-up investigation regarding the kink and partial separation found on the returned device, although no definitive conclusion can be made, it appears that this may have occurred post procedural use secondary to handling/packaging. Neither the DHR review nor the analysis suggests that the reported events are related to the manufacturing process of the product. Procedural factors and vessel/lesion characteristics may have contributed. Therefore, no corrective / preventive actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation. Additional information will be submitted within 30 days from receipt.